Event description:
It was reported that 9 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following was received by the initial reporter pharmacy reported on behalf of the consumers return of product to store. Finding the patient end needle to bend while they also clog and not allowed insulin to flow thru it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary customer returned (9) unopened 32g 4mm pen needle from the lot# 2312898. It was reported by the pharmacy on behalf of the consumers that patient end needle bend while they also clog and not allowed insulin to flow through it. The returned samples visually examined and observed no issues. Functionality test was performed and observed proper flow without any issues, no issues of any kind was observed on the returned samples. No issues were observed with needle bent. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that 9 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following was received by the initial reporter pharmacy reported on behalf of the consumers return of product to store. Finding the patient end needle to bend while they also clog and not allowed insulin to flow thru it.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.